Event description:
During routine testing of the device at the service center, the service technician reported that the power cable failed the hi-pot testing. Since the event occurred during routine testing, there was no patient involvement.

Manufacturer narrative:
Evaluation is progress, but not yet concluded. Note: based on additional information gathered from the investigation procedure, this complaint is considered MDR reportable per qsp-824754, revision a, appendix c, MDR rationale #fm-6.